Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while she was sleeping. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm, stating that she did not know how the alarm happened. The customer's most recent blood glucose was 51 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. She declined to troubleshoot for the low blood glucose, stating that her blood glucose was low due to it being so early in the morning.

Manufacturer narrative:
The insulin pump alarmed button error and none of the buttons were responding due corroded keypad traces. The rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement test were not performed due to keypad anomaly. The device had minor scratches on the display window, cracked display window corner, cracked reservoir tube lip, and cracked battery tube threads.